Event description:
Sorin group received a report that during set-up, the heater cooler audio and display alarm lights up when the pt temperature reached 41 degrees celsius. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in(B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.